Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of customer's hospitalization for high blood glucose levels. The wife states the device reads high for blood glucose level. The customer states they treated with pump. The customer was unable to troubleshoot at the time of call due to having to go to the hospital to treat. The customer would be calling back at a later time.